Event description:
Caller reported cgm error 42 related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. After receiving guidance from technical support, the caller successfully reset the pump and started their sensor session without issues, and the error did not appear again.